Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication with the customer livanova deutschland learned that the issue was solved. A calibration was performed and the device was returned back to service. The technician returned for a second visit and found the device working according to the specifications. The root cause could not be determined.